Manufacturer narrative:
(B)(4). Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Boston scientific technical services (ts) was consulted and troubleshooting steps were discussed. This rv lead remains in service. No adverse patient effects were reported.